Event description:
Customer reported the system is displaying distorted images, and intermittently one monitor will be black, one will be white.

Manufacturer narrative:
A ge rep evaluated the system and replaced the b335 circuit board. System operates as intended.